Event description:
A materials manager reported experiencing no phacoemulsification during a cataract procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
The customer reported that the system had no phaco power during a procedure. The surgery was completed with an alternate system. There was no patient harm reported. The company representative examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. The system was manufactured on november 1, 2004. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).